Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The xenon light source was not returned for evaluation; however a video was provided showing the unit could not ignite and the complaint was confirmed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined due to lack of information received. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported that bulb on the lightsource was not glowing. Bulb was working for one (1) hour while the machine was working for three (3) hours. The event led to 50 minutes surgery delay with no patient injury. The issue was discovered during inspection and they used a replacement for the procedure.